Manufacturer narrative:
The device is not expected to be returned for investigation. The customer revealed the troubleshooting efforts isolated the reported failure of no audio to the speaker assembly. The customer has elected to order a replacement part for in house repair. Information has been added to the database for trending purposes.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone.